Manufacturer narrative:
Trackwise ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 had a product quality issue.

Event description:
N/a

Manufacturer narrative:
Tw # (B)(4) updated sections. The device was returned to the factory for evaluation on 12/16/2024. An investigation was conducted on 01/29/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. The clear silicone insulation on the hot jaw was observed to be intact. The clear intact silicone insulation on the cold jaw was observed to be peeled back from the cold jaw from the base of the cold jaw with detachment at the tip of the cold jaw, exposing the cold metal jaw. No other visual defects were observed. Based on the returned condition of the device, and the no specific failure reported, the analyzed failure "peeled; delaminated; jaw " was observed. The lot #3000431054 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.